Manufacturer narrative:
(B)(4). Date sent 9/22/2025. D4 batch # 294a08. B3: only event year known: 2025. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a pn150 tyvek package, which was confirmed to be damaged; it was noted to have flakes loose from the tyvek. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device 294a08/ pn150 batch number, and no non-conformances were identified. Additional information: could you please confirm whether the damaged packaging was found at the receipt at the facility or during the opening of the device? Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Damaged product was found in the supply room. Primary package was affected; integrity was compromised by what seemed to be moisture exposure in the past.

Event description:
It was reported that during an unknown procedure that the packaging of a product got wet at some point, and the integrity of it was compromised. There were no patient consequences reported.